Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling during in use on a pt, resulting in an inoperative unit. Additionally, the customer reported that there was no pt harm as a result of the malfunction.

Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb) as suggested by a covidien technical engineer over the telephone. A covidien customer service engineer (cse) uploaded the operational software, and performed all required calibrations and tests in the service manual. The unit passed all tests, and was operating within manufacturer's specifications. (B)(4).